Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found errors in the software history, the reason for return was confirmed. It was also noted that the floppy drive was defective, the flex cable was defective and the keyboard hinges were broken. (B)(4).

Event description:
It was reported that the power supply was faulty. It was also reported that there was an error on the screen and the error code kept appearing. The power supply issue was repaired in the field. The programmer was returned for servicing of the error code issue. No patient complications have been reported as a result of this event.